Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a, UDI: n/a, serial: (B)(4), batch: n/a."

Event description:
It was reported the patient had a fall and was being hospitalized. It was also reported that the patient was not feeling effective stimulation from the device at the time of the fall. The patient sustained a stroke mid trial and is at a rehabilitation center. Surgical intervention may take place at a future date to address the issue, investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
It was reported to abbott, a trial patient suffered a fall and was taken to the hospital. The patient described standing by his front door when he heard a loud screeching sound that he realized was coming from his head. The patient reported not feeling any stimulation. Per the follow up details, the patient suffered a stroke mid trail and would be in rehabilitation for the next few weeks. As such, the record was closed and can be re-open as needed. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Additional information was received stating the trail was completed and surgical intervention took place where the leads were explanted on (B)(6) 2023. The patient received good pain relief and is waiting to recover before implantation of the system. Surgical intervention may take place at future date to address the issue.